Event description:
The customer reported erroneous platelet (plt) and hematocrit (hct) results on one patient were generated when using the coulter act diff 2 analyzer. The test results were determined to be erroneous when compared to a rerun on a different analyzer. The instrument also generated incomplete hemoglobin results on startup intermittently. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the hemoglobin (hgb) was not stable. The fse replaced the lamp and adjusted the voltage resolving the issue. The fse was not able to reproduce the problem observed with the platelet count.